Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 200 mg/dl. The customer attempted several corrective actions, including cleaning the speaker holes and trying to resume insulin delivery with a new cartridge; however, the issue persisted. Technical support decided to replace the pump. Meanwhile, the customer used a backup method to ensure continued insulin delivery and was instructed on how to return the faulty pump.